Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography of the papilla in the common bile duct the cutting wire bowed up and broke. The case was completed with the use of another similar device. The pt is reported to be fine.